Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, inadequate coplanar view and image intensifier angle were reported to be contributing factors to the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transfemoral tavr procedure the 26mm sapien xt valve was deployed in a too ventricular position (10:90 aortic/ventricular) requiring placement of a second valve. There were no leaks observed; however, a decision was made to deploy a second valve. The second valve was positioned and deployed 60:40 a/v in the first valve. At last report, the patient was doing fine. The native annulus measured 23.6mm by CT. There was severe annular/leaflet calcification but no calcification in the aortic root. Coaxial alignment of the delivery system and valve, and the image intensifier angle, were reported as fair. Ventilation was held during valve deployment and there was no loss of pacing capture. Per report, the coplaner view and imaging intensifier angle may not have been good enough, as it appeared that the valve was at the bottom of the cusp at the time of deployment.